Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, curved opening. A leak test was performed and was found one opening. A microscopic analysis identified: a curved sharp opening on plug strap bond edge assessed as unidentified(tear) opening, a dimension measurement in the shell was performed which identified the thickness to be within specification, partial delamination of plug strap disk shell assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: visual analysis reported: flat creases. A sharp opening assessed as unidentified(tear) opening. Delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.